Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 367 mg/dl and 115 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Approximate age of device - 5 years. Originally, it was reported 9 years in error.

Event description:
Allegedly neck has broken without cause.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The device event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B) (6).

Manufacturer narrative:
Conclusion: no conclusion can be drawn. Visual examination. Complaint history reviewed. Device history record reviewed. No details regarding the fracture event were provided. The device history record was reviewed and conformance of the taper angles and diameters was verified. There have been no other complaints against this lot number. From the current package insert for this product, "fatigue fracture of the prosthetic component can occur as a result of trauma, strenuous activity, improper alignment, incomplete implant seating, duration of service, loss of fixation, non-union, or excessive weight".

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. Hemostasis was achieved with a proglide device. There was no adverse patient sequela reported. Though requested, no additional information was provided.